Manufacturer narrative:
Information contained in this report was previously submitted through psr on dates 10/15/2018, 01/22/2019 and 04/22/2019. Continued: e.1. Zip code: 9153 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Later reported fluid in the lower outer quadrant of the left breast. The device has been explanted and replaced.